Event description:
It was reported to philips that the system was given a frozen image failure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed as planned, as the system did not stop working. Customer reported to philips that the system gives frozen images. The review of system logfiles shows short circuit errors in generator converters. Upon troubleshooting, the field service engineer (fse) indicated that the kvma control card could be failing. The cause of the kvma control card failure was not conclusively determined by the supplier's part analysis, however fse has replaced the kvma control card. Upon replacement, the fse reconfigured the generator, adapted tube and performed electrical safety tests, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported frozen image issue did not impact the completion of the procedure as it was an intermittent issue. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.